Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). The fst ordered a motherboard and power supply for the customer which was later received and installed to resolve the issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fresenius fst saw a visible puff of smoke with a burn mark on c1/ c2 of the motherboard therefore, the complaint event was confirmed.

Event description:
A user facility's biomedical technician (bmt) reported that during machine installation, a 2008t hemodialysis (hd) machine would power up to 15% and then reboot. A fresenius field service technician (fst) was called onsite and after reseating the boards and connections, they saw a visible puff of smoke with a burn mark on c1/ c2 of the motherboard. They ordered a motherboard and power supply for the customer. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The mother board and power supply were the original fresenius part on the machine. The bmt reported that there was no melting, burning smell, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has approximately 3 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The customer received and installed the parts to resolve the issue. The mother board and power supply are not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that during machine installation, a 2008t hemodialysis (hd) machine would power up to 15% and then reboot. A fresenius field service technician (fst) was called onsite and after reseating the boards and connections, they saw a visible puff of smoke with a burn mark on c1/ c2 of the motherboard. They ordered a motherboard and power supply for the customer. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The mother board and power supply were the original fresenius part on the machine. The bmt reported that there was no melting, burning smell, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has approximately 3 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The customer received and installed the parts to resolve the issue. The mother board and power supply are not available to be returned to the manufacturer for physical evaluation.